Event description:
It was reported that the paitent never received very good response to the therapy. The catheter was revised in 2008, with the distal intrathecal portion being replaced. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
.